Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012. The hp mentioned that earlier this month she had an alarm on the hc that was caused by a red 6l bag. The frangible did not break properly and there was no flow. The hp did not remember the specific alarm and hp stated that global technical services was not contacted. To resolve the alarm the hp changed out the one bag, not the entire set up, and then therapy was completed (patient did connect after use error). Writer explained that proper procedure requires the hp to change out all of the supplies. Hp does not have the actual sample or lot number regarding either alarm mentioned above. Hp also does not have any companion samples available. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.